Event description:
It was reported the customer had a no delivery alarm and a low battery alert on their insulin pump. The customer was able to change their infusion set successfully with no alarms. Customer declined to troubleshoot for the no delivery alarm and the low battery alert. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.